Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels and a bolus of insulin was delivered to address the high bg levels. The contact was not sure what caused the high bg; however, thought that the customer may have been snacking without delivering a bolus. Tandem technical support advised the customer to discuss the event with a healthcare provider.